Manufacturer narrative:
Insulin pump received with blank display, problem isolated to interface board. Unable to confirm off no power alarm due to blank display. Unable to perform displacement test, rewind, basic occlusion test, prime/delivery, excessive no delivery test, and occlusion test due to blank display. Pump received with cracked battery tube thread, cracked reservoir tube lip, and cracked case near display window corners noted.

Event description:
Customer reported via phone call to have received an "off no power" alarm. Customer's blood glucose was 103 mg/dl. During troubleshooting, customer reported that battery compartment was cracked. After troubleshooting, customer was advised that insulin pump would need to be replaced.